Manufacturer narrative:
The report events were lead dislodgement, unacceptable threshold and p-wave amp variation. As received, a complete lead was returned with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The report events of unacceptable threshold and p-wave amp variation were not confirmed. Electrical testing did was normal. Visual and x-ray examination of the lead was also normal.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead had high capture threshold and reduced sensing measurements. X-ray was performed and was confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was discharged with no adverse consequences reported.